Event description:
According to the stent registration form, the device was being placed to cover a stenosis in the left iliac artery when the radiopaque deployment tip came off intra-arterially. There has been no claim of pt injury regarding this procedure.